Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and subsequently passed away due to sudden cardiac arrest coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the peritonitis. On an unreported date, the patient began treatment for the peritonitis with inj. (Injection) vancomycin, one gm (once in four days) and inj. Fortum, one gm (once daily). Three days after onset of the peritonitis, the patient experienced a sudden cardiac arrest and subsequently passed away due to the event. It was unknown if the patient was recovered from the peritonitis at the time of death. It was not reported if an autopsy was performed. No additional information is available.